Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01013. It was reported an infection was present at the lead insertion site. Patient was prescribed antibiotics. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01013. It was reported an infection was present at the lead insertion site. Patient was prescribed antibiotics. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.